Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 863575-valid, 863679-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones, allergic rhinitis, depressive disorder, pyelonephritis, rosacea, pes planus, obesity, breast mass, low back pain, pain in extremity, chickenpox, hypertrophy of breast, cyst of ovary, shingles, gastric ulcer, perforation, stenosis esophageal, abdominal pain, unspecified essential hypertension, gestational hypertension, eosinophilic esophagitis, iron deficiency anemia, preterm labor, gastroesophageal reflux disease, peptic ulcer disease, postoperative nausea, vomiting, arthritis, foot surgery, cholecystectomy, dental operation, arthroscopy, total abdominal hysterectomy, breast cyst drainage, colonoscopy, raised liver function tests and sleep apnoea syndrome. Concurrent conditions included gastric bypass, inflammatory disease of breast, stomach ulcer, endometriosis of pelvic peritoneum, constipation, loose stools and vitamin d deficiency. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia)"), endometriosis ("endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain") and haematuria ("bleeding during urination"). The patient was treated with surgery (total laparoscopic hysterectomy, cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, endometriosis, dysmenorrhoea, abdominal pain, back pain and haematuria outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, endometriosis, genital haemorrhage, haematuria, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:about 3 loops of coil were noted within the uterine cavity on each side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming :abdominal pain, endometriosis, dysmenorrhea, back pain. Lot number 863679 is invalid. Lot number: 863575. Manufacture date: 2011-05. Expiration date: 2014-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 39-year-old female patient who had essure (batch no. 863575-valid, 863679-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones, allergic rhinitis, depressive disorder, pyelonephritis, rosacea, pes planus, obesity, breast mass, low back pain, pain in extremity, chickenpox, hypertrophy of breast, cyst of ovary, shingles, gastric ulcer, perforation, stenosis esophageal, abdominal pain, unspecified essential hypertension, gestational hypertension, eosinophilic esophagitis, iron deficiency anemia, preterm labor, gastroesophageal reflux disease, peptic ulcer disease, postoperative nausea, vomiting, arthritis, foot surgery, cholecystectomy, dental operation, arthroscopy, total abdominal hysterectomy, breast cyst drainage, colonoscopy, raised liver function tests and sleep apnoea syndrome. Concurrent conditions included gastric bypass, inflammatory disease of breast, stomach ulcer, endometriosis of pelvic peritoneum, constipation, loose stools and vitamin d deficiency. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 8 months 9 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia) vaginal bleeding soaking 1 pad per hour"), endometriosis ("endometriosis"), abdominal pain ("abdominal pain"), back pain ("back pain"), haematuria ("bleeding during urination"), uterine adhesions ("extensive adhesions of the uterus to the anterior abdominal wall into the bladder"), neck pain ("neck pain") and headache ("headache"). The patient was treated with surgery (total laparoscopic hysterectomy, cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, endometriosis, dysmenorrhoea, back pain, haematuria, uterine adhesions, neck pain and headache outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, endometriosis, genital haemorrhage, haematuria, headache, menorrhagia, neck pain, pelvic pain, uterine adhesions and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:about 3 loops of coil were noted within the uterine cavity on each side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming :abdominal pain, endometriosis, dysmenorrhea, back pain l ot number 863679 is invalid. Lot number: 863575 manufacture date: 2011-05 expiration date: 2014-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received : reporter information updated. Events added- uterine adhesions, neck pain, headache. Severity of abdominal pain updated. Outcome of abdominal pain updated to ¿recovered / resolved¿. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. (As per pfs )863575, 863679) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones, allergic rhinitis, depressive disorder, pyelonephritis, rosacea, pes planus, obesity, breast mass, low back pain, pain in extremity, chickenpox, hypertrophy of breast, cyst of ovary, shingles, gastric ulcer, perforation, stenosis esophageal, abdominal pain, unspecified essential hypertension, gestational hypertension, eosinophilic esophagitis, iron deficiency anemia, preterm labor, gastroesophageal reflux disease, peptic ulcer disease, postoperative nausea, vomiting, arthritis, foot surgery, cholecystectomy, dental operation, arthroscopy, total abdominal hysterectomy, breast cyst drainage, colonoscopy, raised liver function tests and sleep apnoea syndrome. Concurrent conditions included gastric bypass, inflammatory disease of breast, stomach ulcer, endometriosis of pelvic peritoneum, constipation, loose stools and vitamin d deficiency. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia)"), endometriosis ("endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain") and haematuria ("bleeding during urination"). The patient was treated with surgery (total laparoscopic hysterectomy, cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, endometriosis, dysmenorrhoea, abdominal pain, back pain and haematuria outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, endometriosis, genital haemorrhage, haematuria, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:about 3 loops of coil were noted within the uterine cavity on each side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming :abdominal pain, endometriosis, dysmenorrhea, back pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: pfs & mr received. Case become incident. Injury nos replaced with new events. New reporters was added. Patient's demographics was added. Lot number was added. Added event abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), endometriosis, dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, blood with urination. Medical history, surgical history, historical drug, concomitant condition, concomitant drug, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.